Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/26/2017 that on (B)(6) 2017, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Perform voltage test and unit failed. Performed share log review and customer complaint was confirmed via the data. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.